Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0tdgy, implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported the patient's symptoms weren't being helped at all and they had reached the limit on all 4 programs. Additional information received reported that it felt like the patient's wire was trying to poke out of the bottom of their spine and was experiencing a burning sensation. It was indicated the patient had tried all of the programs available and they were doing okay at night but not during the day. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.